Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 425cc mentor smooth round moderate profile saline breast implants on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 04, 2023, the mentor analysis lab received the suspect medical device for evaluation. The brand name was updated to unknown saline implants textured as per the returned device. On december 07, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view within an area of siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).